Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had an insufficient tidal volume issue. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported.

Manufacturer narrative:
The customer called technical support to report that there was an insufficient tidal volume issue. Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed that a 120f ¿low tidal volume¿ alarm error occurred but stated that the customer declined the repair. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.